Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 1000ml exactamix eva tpn bags had leaked. This event occurred while filling the device with an unspecified solution. It was further reported that the bags had leaked from the bottom seam, 'near the seam of the middle amber port and near the corner beside the o shaped used for hanging the bag'.

Manufacturer narrative:
Two (2) devices were received for evaluation. A visual inspection was performed and the two samples were noted to be leaking inside the zip lock bag they were received in. Functional testing was performed and leakage was observed at the spike port tubing weld in one sample and the bottom weld in the second bag. The reported condition was verified. The cause of the reported condition could not be determined. One sample was not returned, so no evaluation was possible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.